Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the serial number label was unreadable. Receiver was charged and call tech support error was observed on the display. Functional testing and global receiver communication tool test was unable to be performed due to the call tech support error. A review of the downloaded data log found errors related to the customer complaint. A manual test and a manual drop test for intermittency was unable to be performed due to the call tech support error. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection found foreign object damage at the speaker port hole. A speaker resistance test was performed and passed. The reported event of a low audio output was confirmed. The root cause was determined to be foreign object damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.